Event description:
The end user's family member reported that the brakes on the p429 rollator in question were difficult to engage. The family member also reported that the end user fell as a result of being unable to lock the rollator brakes.